Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, placement difficulty was met but the lead was successfully implanted. However, during pre-discharge, it was noted that the lead exhibited low amplitude. Hence, the lead was repositioned and remains in service. No additional adverse patient effects were reported. Additional information from the field indicated that the physician suspected that the cause of the low amplitude measurement was bad tissue because of the patient's sick heart. The physician had to try more spots before finally finding a good spot in the high septum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.